Manufacturer narrative:
A ge rep evaluated the system and the customer's biomedical technician ordered and replaced the interconnect cable. The system operates as intended.

Event description:
It was reported that the system shut down on its own when the interconnect cable was moved. No pt injury was reported.